Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet pump stopped announcing meals and the system maladapted, leading to elevated glucose levels reported at 240 mg/dl, and low blood glucose reported at 50 mg/dl, after which the user performed a factory reset and successfully resumed insulin delivery; support assisted with reconnecting the pump to the phone app, and the scenario involved meal announcements and oral glucose use. No adverse clinical symptoms episodes of hypoglycemia and hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem related to the user interface, with no device problem found, and the event was associated with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.